Event description:
The customer reported that the system would display a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the monoblock and the monoblock controller and calibrated the end stops and the collimator as well as reformatted the harddrive and erased and flashed the nodes and reloaded the software. The system was tested and found to be working as intended and put back in service.